Manufacturer narrative:
A battery was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and the diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator became inoperative and resulted in a safety valve open condition. The patient was transferred to another ventilator. There was no harm to the patient as a result of the event. A service engineer (se) inspected the device and replaced the battery to resolve the issue. The un it passed all tests and calibrations per manufacturer specifications.